Manufacturer narrative:
According to the customer on (B)(6) 2024 they were "sitting on rollator self-propelling with feet, going to her recliner and a wheel bolt broke sending her to floor". Per the customer they "called 911 to help get her up". Per the customer they had an MRI performed which showed a "4.5 to 5 cm tear in right rotator cuff, received pain meds, and will require surgery". Per customer the device was purchased from walmart in (B)(6) 2023. The device was requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024 they were "sitting on rollator self-propelling with feet, going to her recliner and a wheel bolt broke sending her to floor".